Event description:
The device was being used to treat a pt and allegedly dumped the defibrillation charge prior to reaching full charge. The rptr stated that the device dumped the charge twice, then shut off completely. The device was turned back on and the rptr alleged that the device would not read the pt's ECG rhythm through the combination electrodes. The connections were checked without success. The therapy cable was removed and reconnected to the device and the rptr was able to obtain the pt's ECG rhythm. The rptr stated that the alleged malfunction delayed treatment to the pt. The pt exprired the following day after the reported event.